Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that site's programming wand was not able to establish communication with a vns generator. The programming wand was returned to manufacturer. Product analysis confirmed the malfunction of the wand and attributed the defect to an intermittent conductor found in the serial data cable of the wand.